Event description:
The customer reported to baxter corporate product surveillance of a no flow that occurred on a clearlink continu-flo solution set. The patient's treatment with methylprednisolone was delayed for an unknown period of time. This infusion was being done via gravity and the patient has been trained on how to prime the tubing. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual unit was received for evaluation purposes. Unit was visually inspected. Evaluation was performed per specifications. During visual inspection unit does not present visual defect. Unit results satisfactory to functional test. The reported condition was not confirmed. A batch review was performed on the reported lot and no deviations were found. No additional information is available.